Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump was being handled by a child during her sleep, and the child unintentionally programmed a bolus for a blood glucose (bg) value of 600 (mg/dl). The contact confirmed that the customer was able to stop the bolus delivery at 0.1 unit. Tandem technical support assisted the contact in enabling the feature lock setting to prevent unintended button presses. The contact confirmed that the customer's bg level was not impacted by the event, and was stable at the time of the call. Recommendation was made by tandem technical support to keep the pump away from unauthorized people.